Event description:
It was reported that customer experienced issues with fill estimate gauge being inaccurate when loading cartridge. There was no reported impact to the customer¿s blood glucose level. Customer was in process of obtaining renewal pump, did not request follow-up, and no additional corrective actions were documented.